Event description:
Patient received an implant on (B)(6) 2011 of a bifurcated device and a 25mm aortic extension. On (B)(6) 2012, the patient presented in the emergency room complaining of leg pain, imaging revealed a infolding of the proximal edge of the aortic extension and clotting in the aortic extension. The physician attempted to resolve the infolding and occlusion by ballooning; however the attempts were unsuccessful. The physician elected to perform an axillobifemoral bypass. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Patient's condition affected the effectiveness of the device. At the time of the initial implant the patient's proximal neck diameter measured 16 mm. Use of device in non- aneurysm aortic neck less than 18 mm in diameter is considered off-label per instructions for use. Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.